Event description:
Following perfusion, the device user reported that the hepatic artery pinch valve (hapv) remained closed when attempting to remove the disposable set. Troubleshooting and cleaning temporarily restored function; however, the valve later remained closed and would not open. The liver had already been successfully transplanted.

Manufacturer narrative:
Device data review showed normal hepatic artery pinch valve (hapv) operation during perfusion. A service engineer evaluated the device on site and found the hapv closed and unresponsive during cartridge removal. The hapv was cleaned without resolution, and the keypad was replaced. Following replacement, the hapv functioned correctly and the device passed all testing.